Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer alleged the frame arrived bent. Per the technician's evaluation, it is confirmed that the frame is bent and the seat rails will not fit correctly into the h blocks.